Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "a thread like foreign material was found behind iol after implanting." The foreign material was able to be removed and the iol remains implanted with no reported harm to the patient. There are two medical device reports associated with this event. This report is associated with the iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was not returned for evaluation. The provided video was reviewed. The cartridge and lens preparation were not shown. No viscoelastic was observed in the nozzle or the tip before the lens was advanced into view. This is an indication inadequate viscoelastic was placed in the cartridge. The lens had not been advanced to the parting line. The lens was advanced from before mid-nozzle into the eye. After the lens unfolds, a strip of material is observed under the lens on the right side. The material is removed with the I/a tip. The lens remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported issue could not be determined. The lens remains implanted. Based on the review of the returned video, the reported foreign material may have been internal coating material from the cartridge tip. There did not appear to be adequate viscoelastic in the cartridge. It is unknown if the lens was in the specific diopter range qualified for the cartridge. The handpiece and the viscoelastic used were not provided. It is unknown if qualified products were used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).